Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon performed a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight reaming handle broke this did not affect the case or the patient. Another instrument was used and the breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
Reported event: the event reported that the array/ reamer basket holder of a straight cup reamer handle was bent at the spring and unable to hold the reamer basket. Device evaluation and results: the product was unavailable for inspection. CAPA (B)(4) has been initiated in regards to missing product. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 03/20/2014. No non-conformances were identified during inspection. Complaint history review: review of complaint records based on p/n 207084, l/n 06010314 show (B)(4) other complaint related to the alleged failure in this investigation. (B)(4). Tracking of complaints related to p/n 207084 will be tracked through trend request # (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator.

Event description:
The surgeon performed a makoplasty total knee arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight reaming handle broke. This did not affect the case or the patient. Another instrument was used and the breakage did not affect the outcome of the case which was successful.

Manufacturer narrative:
Follow-up #2 was to correct the executive summary from "makoplasty total knee arthroplasty" to reflect the correct procedure were the malfunction occurred "makoplasty total hip arthroplasty".

Event description:
The surgeon performed a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the straight reaming handle broke this did not affect the case or the patient. Another instrument was used and the breakage did not affect the outcome of the case which was successful.